Event description:
It was reported that a patient presented to clinic for follow up. It was noted that there was no rf telemetry or inductive telemetry on the pacemaker (pm). Troubleshooting revealed that electromagnetic interference (emi) was the cause for the failure to interrogate. After removing the emi source, the pm was successfully interrogated. The patient was stable.